Manufacturer narrative:
(B)(4). A wallstent biliary uncovered stent was received for analysis; the delivery system was not returned. The stent was received completely deployed. Visual inspection was performed and it was observed that the middle section of the stent was damaged and the wires were broken. No other issues with the stent were noted. The reported event of stent partially deployed was not confirmed as the stent was received completely deployed without the delivery system. It is possible that the factors encountered during the procedure, the technique used by the user, the interaction of the device with the scope and/or the patient anatomy limited the performance of the device contributing to the reported event of stent partially deployed. Additionally, the partially deployed stent and the amount of force applied to the device during attempted deployment may have caused the damage to the stent wires. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to the procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a wallstent biliary rx uncovered stent was to be implanted to treat a hilar cholangiocarcinoma during a stent placement procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was dilated prior to stent placement. During the procedure, the stent was unable to fully deploy inside the patient. Reportedly, the physician was unable to re-constrain the stent. The stent was removed from the patient partially deployed on the delivery system and another wallstent biliary stent was implanted to complete the procedure. Reportedly, the physician fully deployed the stent outside of the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on the investigation results which revealed that the stent was damaged.